Event description:
The collimator fell down and struck the patient's hip. The patient was taken to the emergency room.

Manufacturer narrative:
The collimator was reinstalled and the collimator operated according to specifications.